Manufacturer narrative:
We have contacted the initial reporter to request additional information, and to request return of the device for evaluation. This MDR includes all patient, event and device information davol was received to date. Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: in 2004 - the patient underwent an exploratory laparotomy, lysis of adhesions, partial omentumectomy and repair of incarcerated incisional hernia with composix kugel patch. In 2007 - the patient was admitted to the hospital, complaining of prolonged nausea, vomiting and abdominal discomfort. The patient was taken to the operating room for laparotomy, relief of bowel obstruction, adhesion lysis extensive, and extraction of composix kugel patch. During the surgical procedure, adhesions to the mesh were noted. The small bowel was particularly adhesed to the mesh, causing acute kinking. A small serosal tear was noted and repaired. The composix kugel patch was broken causing the patient the following injuries and damages: small bowel obstruction; serosal tear; abdominal adhesion; renal insufficiency; left lung lobe infiltrate; poor inspiratory function; abdominal pain; recurrent abdominal hernia; and medical and surgical care to treat and/or cure the foregoing problems.